Event description:
It was reported that the patient had been "drugged up" for many days after a dye study was performed in 1997. The catheter study was performed because the patient had fallen on vacation. The study showed that the catheter moved, but there was "nothing to be concerned about." The patient stated he had had the same catheter since 1997. The drug used within the system fifteen years ago was unknown. No additional information was available at the time of this submission.

Manufacturer narrative:
Product ID 8703, lot # j94142184, implanted: (B)(6) 1994, product type catheter. (B)(4).